Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breached outer insulation degradation 4.5 ¿ 4.6 cm distal to connector boot. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.